Event description:
It was reported that the customer has received multiple motor error alarms. The caller stated that the insulin pump has not been exposed to high magnetic fields. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Had the caller examine the drive support cap, and found that it was flush with the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.